Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Unit passed the displacement test and self test. Audio options screen was set to low and high volume and all volume settings functioning accordingly to settings. The adapt tool recorded on (B)(6) 2024 at 22:00:01.000-hour pump error 63, file (B)(4) line=399, pump error 3, pump error 68, pump error 49 and pump error 23. Per software r&d pump analysis log pump error 63 was generated in the motor code since the gpio pin was not cleared correctly. Suspecting the hw. Pump error 3 was a follow alarm after pump error 63. Faults 68 / 49 were triggered because the pump resets without safe shutdown due to a brown-out detection. Problem isolated to electronic assemblies. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including keypad flex connector were plugged in properly. After deconstructive analysis, corroded electronic assembly including keypad flex connector. The following cosmetic damages were noted: scratched case, battery tube threads - cracked, cracked case (battery tube) and cracked case-corner of belt clip rails. In conclusion customer allegations of keypad/button unresponsive/button error was not confirmed. No stuck button alarm was recorded in download history review or during testing. However, the adapt tool recorded on (B)(6) 2024 pump error 63, pump error 3, pump error 68, pump error 49 and pump error 23 due to corroded electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1711kl. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1711kl was requested and customer response was the device will be returned.